Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vessel dissection and death. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an acute type-b thoracic aortic dissection. The patient was implanted with a non-gore endoprosthesis distally and a conformable gore® tag® thoracic endoprosthesis proximally. The overlap length of those two endoprostheses are only 1cm so that the physician elected to implant a gore® excluder® aaa endoprosthesis aortic extender component (pla260300j/14648337) in the overlap area. Endoleaks were not revealed in the final angiography, and the patient tolerated the procedure and was transferred to an intensive care unit (ICU). Three hours after the patient was returned to the ICU, the patient was found to be in cardiopulmonary arrest. A retrograde aortic dissection was revealed, causing cardiac tamponade. The physician determined that he was not able to resuscitate the patient, and the patient expired. It was reported that the 26-mm conformable gore® tag® thoracic endoprosthesis was implanted in the proximal landing zone of 21mm in diameter. As the implant procedure was an emergent procedure and the hospital did not have other endoprostheses with appropriate size to the proximal landing zone, the 26-mm conformable gore® tag® thoracic endoprosthesis was implanted. The physician thinks that the sizing of conformable gore® tag® thoracic endoprosthesis to the proximal landing zone might have contributed to the retrograde aortic dissection. Additionally, it is unknown if an autopsy was performed.